Event description:
This is being reported voluntarily as a quality and safety concern. Nurse was going to change the PICC line clave port and prior to opening the braun package, discovered a hair in the sealed package. There was no pt contact with this device.